Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported on (B)(4) 2012 that a customer had an issue with micro introducer, 7f 11cm. The customer states that during a pt procedure, the guide wire was sheared (stripped) and kinked. The wire was removed from the pt. The entire wire was pulled out and nothing was left behind in the pt. No medical intervention.